Event description:
The customer reported an ind-flagged troponin I (access accutni+3) result, for one patient, involving the unicel dxi 600 immunoassay system (sn: (B)(4)). Ind-flagged results are fatal flags in which no numerical value is generated. An ind flag indicates the patient sample value is outside the range of the active calibration and cannot be distinguished from a system or operator error. There was no report of injury or change in patient treatment associated with this event because the results were not reported outside the laboratory. The patient sample was repeated on a secondary unicel dxi 600 immunoassay system and a "negative" accutni+3 result was generated. The customer reported passing quality control (qc) and troponin I (access accutni+3) calibrations. Beckman coulter (bec) customer technical support (cts) advised the customer to run a system check to verify instrument performance. Substrate dispense failure errors occurred while troubleshooting with a system check. Sample information was not provided by the customer.

Manufacturer narrative:
The customer did not provide patient age, sex, and weight. Service was dispatched to the customer site. The field service engineer (fse) noted air in the substrate system. The substrate pump valve, associated o-rings and substrate selector valve were replaced. The fse ran a passing system check. All service activity performed was verified to meet the specified requirements per established procedures and results met published performance specifications.